Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that an asymptomatic patient presented to clinic during follow-up when post-paced t-wave oversensing was noted on stored egm. Programming changes were made.

Manufacturer narrative:
(B)(4).